Event description:
It was reported that the right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. No intervention was performed. The condition of the patient unknown.

Event description:
Additional information received noted that the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.